Event description:
The patient is reportedly experiencing sound quality issues with his internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Revision surgery will be scheduled.